Event description:
It was reported that revision surgery was performed due to a soft tissue reaction. The devices have been implanted approximately 10 years, as they were originally implanted in 2004.